Event description:
An aortogram and bilateral common iliac and right external iliac stent procedure was completed. However, during the procedure, one of the balloons used, broke apart during the surgery. Cath blln dil 7mm 135cm 40mm perph tpr tip lp infl port. The charge nurse and clinical coordinator was informed and aware of the incident. The product was removed off field and necessary intervention performed.